Event description:
Event description: they need a new event created based on (B)(4) and additional information received from gfe in tw: (B)(4). A bsc starter guidewire (bsc starter wire, 0.035 rose 1.5cm j-tip) was used with the catheter and caused a perforation, so a new event is needed for the wire. Tw: (B)(4) should be listed as a related event. Ecn event description: the fw was advanced into the la and the wire was advanced attempting to cannulate the lspv. The wire proceeded to go into the laa and the perforation occurred. Patient present at time of event? Yes, patient complications: cardiac tamponade in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Unknown medical or surgical interventions: patient had to undergo pericardiocentesis and then transferred to another facility in order to have a pericardial window performed. Patient admitted to hospital beyond the standard of care: yes, patient discharged from hospital? Yes, discharge date unknown patient outcome: unknown procedure number: pn: 2186309 reasons for unsuccessful procedure: the guidewire was inserted into the laa resulting in a perforation based on the outcome noted above, was the patient sedated when the procedure was cancelled? Yes - general anesthesia.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "the guidewire is used in combination with other devices" appears to have impacted on the event as reported.